Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service due to 'lead fracture'. The patient has twiddler's syndrome and as a results of the constant manipulation of the lead it became fractured. A new endotak lead was implanted.